Event description:
It was reported that the patient underwent routine heart transplantation. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues. It was reported that the patient underwent a routine transplant. (B)(6) was returned assembled with the driveline severed approximately 4.0¿ from the pump housing. The distal portion was returned in two segments measuring approximately 8.0" and 26.5" in length. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was returned assembled and attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 4.0¿ from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces revealed no abnormalities that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, thus no device history record review was performed. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, and the heartmate ii lvas patient handbook, rev. D, are currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplantation.